Event description:
Related manufacturer reference number: 3006705815-2023-05859. It was reported that the patient was experiencing pain at the ipg site and lead migration. Surgical intervention during which the scs system was explanted.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: octrode, model: 3189, UDI: (B)(4), serial: (B)(6), batch: t00005372 .